Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Troubleshooting was not completed for the insulin flow blocked alarm. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.